Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a false positive reaction of a patient sample with anti-d of erytype s abd confirmation when used on tango optimo. The customer stated that the patient is known rh(d) negative. The customer returned the patient sample that had caused the false positive test result for investigational testing but not the supposedly defective product. Testing in our quality control laboratory is still ongoing.

Event description:
A known patient sample (a rh(d) negative) was tested on tango optimo using erytype s abd confirmation and yielded a false positive result with the anti-d clone bs226. The patient sample was tested again on the same tango optimo, again with the same lot of erytype s abd confirmation and additionally tested with erytype s ab0+d. On the erytype s abd confirmation plate the result with the anti-d bs226 was again false positive, while the result with both anti-d reagents (clone bs226 and clone bs232) on erytype s ab0+d was correctly negative. A new patient sample was drawn and tested on tango optimo and yielded the correct result a rh(d) negative. Also a repeated testing of the first drawn sample resulted in the correct result: a rh(d) negative. The customer sent in the two patient samples for investigational testing, but no affected erytype s plates. Upon arrival on our premises, the patient samples were very hemolytic. Nonetheless they were tested with our quality laboratory's retention sample of erytype s abd confirmation on tango optimo. The sample's hemolysis was so strong that the tango optimo could not assign a test result. The retention sample of erytype s abd confirmation was tested with various donor samples. All positive and negative results were correct. We did not observe any false positive test result. The two patient samples were sent to an external laboratory for molecular genetic testing of the rh formula. The result for both samples is: ccddee. A review of the batch record documentations showed no irregularities which might have negatively affected the quality of the allegedly defective lot. Quarterly preventive maintenance of the affected tango optimo was conducted on february 07, 2018. To investigate the reported issue, the instrument was checked by one of our field service engineers. Pipetting of 11 known samples was checked and the instrument was found to operate within specification. The log files did not show any issue relevant abnormalities. No indication for an instrument malfunction could be identified.

Manufacturer narrative:
This is our final report on this incident.